Event description:
It was reported that during a trochanteric fixation nail (tfn) while inserting the nail, on the last hit, the driving cap broke off in the handle. The patient was unharmed. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the handle was received with the threaded tip of the driving cap still in the handle. Overall condition of the handle was good with no signs of damage. The threaded tip of the driving cap was easily removed from the handle. With the treaded tip removed, there are no issues with the handle. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, while inserting the nail during a tfn , on the last hit the driving cap broke off in the handle. The strike handle was not fully seated and was left a little lose by surgeon for quick, easy removal during x-ray and the repeated strikes with the hammer to insert the nail over time broke the strike handle at the base where it meets the insertion handle thus leaving the threads of the instrument in the insertion handle. No harm to patient. Both items are early release, low volume items. Pd advised consultant of current replacement part numbers for complained items. This is report 1 of 2 for (B)(4).